Manufacturer narrative:
Calibration signals from (B)(6) 2023 were within expectations. Quality control results were within specifications on the day of the event. Upon review of the alarm trace, no abnormalities were observed. There was no indication of a general reagent or instrument issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t hs value of 0.008 ng/ml. One hour later, a second sample from the same patient resulted in a troponin t hs value of 0.124 ng/ml. The result was questioned. The second sample was then repeated, resulting in a troponin t hs value of 0.009 ng/ml. A third sample from the patient was taken and resulted in a troponin t hs value of 0.009 ng/ml. The questionable result was reported outside of the laboratory. The troponin t hs reagent lot was 639807 with an expiration date of 31-oct-2023.